Event description:
It was reported that during a ladg procedure, there were two falling objects in the patient's abdominal cavity. The two objects were removed. They were clear films. The sizes were about 3mm by 10mm. All trocars were replaced with new devices to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.